Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding an implanted neurostimulator (ins). It was reported that the patient reported that on (B)(6) 2021, they were trying to charge the implanted neurostimulator (ins) but they were getting the reposition antenna screen on the recharger and the poor communication message on the programmer.  No damage was seen on the recharger antenna.  No symptoms reported.   The patient stated they charge the ins everyday; had last charged a couple days ago.  They were redirected to see their doctor to determine if the cause of the reported issues. Additional information was received from the manufacturer representative (rep). It was reported that the rep just finished a replacement for patient because ins was dead and patient needed an MRI and is inquiring if there are any past events for this patient. Caller is not familiar with patient nor if any troubleshooting was done by another rep before replacement as he is filling in for this territory. Caller believes patient may have only contacted managing healthcare provider (hcp) and decision was made for replacement. It was noted that he does not know patient's weight and why patient couldn't charge their previous device. Device was last used 3-4 months ago per patient. Device was discarded by hcp and cannot be sent back for analysis. Caller confirmed after replacement that patient has no impedance issues, has good coverage and relief.